Manufacturer narrative:
Additional tag® device included in this report: tg2610/05861276. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2008, the patient underwent a procedure using two gore tag thoracic endoprostheses (tg2610/05861290 and tg2610/05861276) to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2008, the aneurysm measured 37.0 mm in diameter. Follow up dates and aneurysm measurement: (B)(6), 2008: 42.0 mm, (B)(6), 2009: 40.0 mm, (B)(6), 2010: 40.0 mm, (B)(6), 2011: 36.0 mm, (B)(6), 2012: 35.0 mm. The cause of the aneurysm enlargement is not known. There has been no reported re-intervention procedure to date. No further information is available.